Event description:
It was reported that a patient sustained burns and subsequent hypopigmentation following treatment with a lumenis ultrapulse encore laser. It was further reported that the patient had retained the services of an attorney.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain treatment settings, patient photos, and other relevant patient information. The facility responded to reasonable requests for information through a letter from representative counsel stating that because of pending litigation they were unable to provide the requested information. Lumenis is, therefore, unable to make a determination of the appropriateness of treatment settings employed or to determine a cause for the event reported. A review of subject device service records found that the user facility retains a current service contract through lumenis. The records show that at the time of the event report the subject device had been serviced for preventive maintenance regularly as suggested by the manufacturer.